Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus, basal and prime over several months. The blood glucose at the time of the incident was unknown. The customer also reported that the batteries would last less than 24 hours and the insulin pump has alarmed battery out limit. Troubleshooting could not be completed due to the call being disconnected. The customer was called back but could not be reached. The device will not be returned for analysis.